Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
Patient had knee from 2002 that now causes pain. Femur appeared loose and during rev was found to be. We replaced components with triathlon ts.